Manufacturer narrative:
Device not available for return.

Event description:
Through euro spine tango clinical data registry report, 20 patients and 21 procedures using vlift devices were reviewed. The first procedure took place on (B)(6) 2014 and the last recorded procedure took place on (B)(6) 2019. Patient information was not provided. The device information was reported as ¿vlift implant". No catalog or lot number has been provided. It is unknown which devices were implanted in which patients. Implant and explant dates are unknown. No further information has been provided. This report will capture one implant malposition that occurred post-operatively. Revision surgery has been performed.

Event description:
Through euro spine tango clinical data registry report, 20 patients and 21 procedures using vlift devices were reviewed. The first procedure took place on (B)(6) 2014 and the last recorded procedure took place on (B)(6) 2019. Patient information was not provided. The device information was reported as ¿vlift implant". No catalog or lot number has been provided. It is unknown which devices were implanted in which patients. Implant and explant dates are unknown. No further information has been provided. This report will capture one implant malposition that occurred post-operatively. Revision surgery has been performed.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Migration was identified via x-rays on (B)(6) 2015. The cage was replaced by strut allograft and anterior plate. Surgeon confirmed that the migration was not related to implant failure but to severe osteoporosis underestimated before the surgery. Vlift surgical technique provided the following contraindications: rapid joint disease, bone absorption, osteopenia, osteomalacia, and/or osteoporosis. Osteoporosis or ospeopenia are relative contraindications, since this condition may limit the degree of obtainable correction and/or the amount of mechanical fixation. The cause of the reported event is deviation from the surgical technique.